Manufacturer narrative:
(B)(4). Evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, the patient provided a positive answer on the question about a 3-month consecutive treatment of a high intraocular pressure following icl implantation in 2009. No other information is obtained to date. It is very difficult to determine device causality since the elevated iop could be caused/contributed by either patient related factors (such as narrow angle, family history of glaucoma, etc.) Or procedure related factors (retained ovd, non-patent iridotomies, etc.). The reassessment will be performed upon additional information is received from the doctor. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the physician implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od). The patient reported she was prescribed eye drops for at least three months or had to have surgery because her physician said she had high pressure or glaucoma inside her eye. The icl was implanted on (B)(6) 2009 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.